Event description:
It was reported by the abbott technical services that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the patient's pacemaker had a far oversensing resulting in inappropriate automated mode switch (ams) episodes. Further review of the transmission showed the device was in a telemetry lockout. The pacemaker was explanted and replaced on (B)(6) 2024. No patient consequences were reported.